Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
At the first follow-up following implant a lead status error was displayed with out of range impedances and the polarity was in unipolar. It was recommended to check the set screw. The device remains implanted. (B)(4) 2014 - currently, this lead remains actively implanted. Should additional information become available, this event will be updated.